Manufacturer narrative:
(B)(6).(B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient underwent tlif at levels l4-l5 to treat lumbar canal stenosis on (B)(6) 2015. During surgery, surgeon was not able to break set screws off with the driver. He replaced the driver and finished his procedure. Post-op, it was found that the potion of the tip of the driver lodged in a set screw. The event occurred at the time of final tightening at l4 on the left side after conducting final tightening on the right. The surgeon inserted a rod and did final tightening of mas at l5. Then he connected l4 mars with a ring counter torque wrench and broke a screw tab on one side, and when the surgeon was conducting final tightening with a reduction set screw breaker, the tip of the screw breaker broke. The surgeon used a retaining screw driver instead of the broken set screw breaker to finish final tightening. No fragments were left in the patient. Sales rep commented that he felt the driver was not smoothly turning the event delayed surgical time within 15 minutes.

Manufacturer narrative:
Additional information: product analysis:visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Conclusion: the above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.